Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round spectrum post operatively adjustable 375 cc saline prosthesis. The final fill volume was 425 ccs and the port was removed on (B)(6) 2017. On (B)(6) 2017 deflation was noted by asymmetry. As a result, the device was replaced with a mentor smooth round spectrum post operatively adjustable 375 cc saline prosthesis on (B)(6) 2017. No procedural complications were noted.